Event description:
Additional information indicates the patient had their ipg explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient's ipg is inoperable due to the patient stop charging the device due to ineffective stimulation. Surgical intervention may take place at a later date to address the issue.